Manufacturer narrative:
The 1020379-2018-00013 is associated with (B)(6) case, (B)(6), polident overnight denture cleanser tablets.

Event description:
She accidentally ingested some of the polident overnight whitening tablets liquid [accidental device ingestion] she breaks the tablets in half [wrong technique in device usage process]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident overnight denture cleanser tablets. Additional details, adverse event information was received via phone call on (B)(6) 2018. Consumer called to see what would happen to her dog if he ate half of a polident overnight whitening tablet. As the consumer advised she broke the tablets in half and dropped one on the floor and she thought her dog ate it. She accidentally ingested some of the polident overnight whitening tablets liquid as she didn't rinse her dentures off completely.